Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient syncope for approximately one minute. It was believed that the patient was in a true ventricular tachycardia (vt) event and received anti-tachycardia pacing (atp) and a shock appropriately. At that time the physician reprogrammed the vt zone duration for the device to provide anti-tachycardia pacing (atp) sooner for the patient's monomorphic vt. Approximately one month later the patient contacted boston scientific technical services (ts) and noted that they had experienced syncope again. Review of the patient's data noted an inappropriately stored pacemaker mediated tachycardia (pmt) episode, which was sinus tachycardia at or near the max tracking rate of the pacemaker. At this time the physician has opted to continue to monitor the patient and no additional adverse patient effects have been reported.